Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited episodes of auto mode switch and noise reversion due to lead noise. Atrial lead noise was induced to come extent in clinic with isometrics and arm motion maneuvers. It was noted that the noise amplitude was, at times, as large or larger than the sensed p waves. Atrial lead impedance had a stable trend. The right ventricular lead exhibited elevated capture threshold. It was noted that at a prior interrogation programming changes were made due to high capture threshold. It was discussed to replace atrial and ventricular leads during a routine generator change, with consideration being made to perform the replacement before generator change. There were no patient consequences. No intervention was reported.